Event description:
A caller reported that a pump's screen was dark, with only the backlight turning on, affecting their ability to interact with the device. There was no adverse impact to the customer's blood glucose level. The technical support team arranged to replace the pump, advising the customer to use multiple daily injections as a backup therapy. The customer was informed that the replacement would include updated software, and instructions were provided for storing and returning the malfunctioning pump. The caller acknowledged the guidance on programming settings and connecting their cgm to the new pump.